Manufacturer narrative:
The customer¿s report of the tubing broke at an unspecified location (determined to be the drip chamber spike) was confirmed. Visual inspection of the set noted that a portion of the primary set¿s drip chamber spike tip was broken off. Examination under magnification observed a smooth surface area with no plastic deformation. Micro cracks were observed on the surface of the spike breakage area. No other anomalies were observed. Functional testing was deemed unnecessary due to the obvious damage. Additional investigational testing was performed using several in-house drip chambers and applying external leverage force to the spike. The observed smooth breakage could not be reproduced; external leverage force to the in-house drip chambers produced a ductile fracture, rough surface area, and plastic deformation. However, evaluation by the component supplier using instron materials testing did produce the same characteristics as the returned product. It was determined to be due to an impulse / impact force being applied to the drip chamber spike. The origin of the impulse/impact force is unknown; therefore, a root cause for the broken drip chamber spike could not be determined.

Event description:
The customer reported that the tubing broke at an unspecified location. The event occurred in the neuro ICU. Although requested there are no additional details provided at this time. There was no indication of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however not provided by the customer.

Event description:
The customer reported that the tubing broke at an unspecified location. The event occurred in the neuro ICU. Although requested there are no additional details provided at this time. There was no indication of patient harm.